Manufacturer narrative:
The applicator used in this pt related event is unknown due to the lack of available info and therefore has not been evaluated by the company. This event is being reported now as a result of the company's recent review of the open complaint file for this event.

Event description:
The MFR received this report from the another country. A mea user reported a pt hospitalization due to a uterine infection post mea. No add'l info is available.